Manufacturer narrative:
Pump received unable to performed the displacement test due to cracked and bleeding liquid crystal display noted.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was 175 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.